Event description:
The reporter stated that during a panta nail lower extremity arthrodesis procedure, a drill guide that was used by the surgeon was calibrated in such a way that the screw depth was not accurate when measured against the depth markings on the drill guide. Screws were inserted into the pt that were 25mm too long. The procedure time was prolonged by about thirty five minutes. There was no other reported injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.